Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 7. The home patient (hp) stated that the final bag became disconnected from the line. The baxter technical service representative (tsr) had the hp power cycle the hc to end of therapy and advised the hp to start over with new supplies and finish with manuals. The tsr also advised the hp to call the registered nurse (rn) about possible exposure to unsterile air. The hp would finish with manuals and would call the rn in the morning. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2012. The hp stated that after starting over with new supplies, therapy went well. They did not notice anything unusual with the supplies that day. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.